Manufacturer narrative:
No product returned for evaluation. Showed new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to bolus and received a cartridge alarm 1. Reportedly, the customer's blood glucose (bg) level was 60 mg/dl. The customer was able to load a new cartridge successfully. A follow up with the customer indicated that bg level was 140 mg/dl.